Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer¿s blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, as the cartridge alarm recurred. Technical support assisted by arranging to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.